Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of fatal congestive heart failure, rectal bleeding, ischemic bowel, and peritonitis coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis from an unknown cause. On (B)(6) 2011, the patient was hospitalized for that event. On an unreported date in 2011, pd therapy was withdrawn. The nurse reported that on an unreported date, the patient experienced rectal bleeding. On (B)(6) 2011, the patient was hospitalized for that event. During the hospitalization, the patient was diagnosed with ischemic bowel. On (B)(6) 2011, the patient died from congestive heart failure. Treatment for those events was not reported. It was not reported if an autopsy was performed. The nurse was unable to confirm the event of peritonitis reported by the consumer. The nurse stated the events were not related to pd therapy and did not comment on the peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd882639 and gd881565 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.